Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory results, the device evaluation findings. The scope was sent to an independent laboratory for microbial testing. The scope's air/water channel, instrument/suction channel, distal end and elevator mechanism was cultured and tested positive for the following organisms: bacillus circulans, kocuria rhizophila, deinococcus proteolyticus, moraxella osloensis and enhydrobacter aerosaccus. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. The service center performed a visual inspection on the scope with an olympus borescope and found a scrape mark, kinks, a black piece of debris/foreign material at approximately 30mm and another at 70mm from the distal end opening of the channel inside the biopsy channel. A grayish stain was also observed at approximately 50mm near the opening of the channel on the control body side. The boroscope was also used to verify the condition of the suction channel, which had a stain on the channel wall upon entry from the scope connector side. The bending section cover glue had signs of discoloration. Based on the evaluation and microbial testing results, the likely cause of the black debris located inside the biopsy channel, and stains along the channel wall are due to insufficient cleaning during reprocessing of the scope. The instruction manual for use provides warning statements in an effort to prevent cross contamination and equipment damage. ¿after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance.

Manufacturer narrative:
The was returned to olympus and is pending physical evaluation and microbial testing. The scope will be sent to an independent laboratory for microbial testing. As part of our investigation, on april 4, 2019 an olympus endoscopy support specialist (ess) was dispatched to the user facility to observe the facility reprocessing methods and providing training if necessary. The ess reported that the scopes were not pre-cleaned immediately after the procedure as instructed in the reprocessing manual. Instead the scopes are taken to central sterile to the complete the reprocessing steps, which is a long distance in a different building and a different floor. According to the ess, no other processing deviations were noted. The ess recommended that the scopes be cleaned immediately after each procedure and that an in-service be scheduled for the facility¿s entire reprocessing staff.

Event description:
Olympus was informed that the scope cultured positive for an unknown organism after reprocessing. The scope was taken out use. There was no associated patient infection reported.